Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device is presenting with an error code 45986. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the tamper seal missing. There was no evidence of the error or reported problem recorded in event history log. The reported problem of error code was not duplicated. The device passed all functional tests and runs as intended. During the investigation, visual inspection however found that the battery compartment and battery door was cracked. It was therefore recommended that the battery compartment and door be replaced. Original complaint was not confirmed. The root cause of the reported issue was undetermined as no fault was found. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Other text: b5: additional information received on (B)(6) 2022 via email and attached in complaint object: all issues with these devices were found during testing and repair at our facility. No patient involvement was indicated at the time the pump was received for repair and recertification at our facility. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: catalog number: 21-2120-0104-01. D4: correction: model number: 2120.